Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five months and five days post port placement, the patient had acute onset of erythema and pain around port site. The surgeon noted port incision site with two punctate openings, surrounding erythema, pus. The patient stated the port was last accessed on twenty-one days ago. Around one day later, the patient was taken to the operating room. Findings after opening port incision were that of a scant amount of purulent fluid expressed and cultures were taken of the fluid. Area washed out, both port and catheter were removed. Cultures grew pan-sn psa and staph lugdenensis. The patient reported port site pain but was in same state of health. On the same date, replacement of port was planned. Port and catheter were removed. Port was sent for culture. Around nine days later, patient seems drainage improving and new tissue forming. Therefore, the investigation is inconclusive for the reported adverse event as no objective evidence was provided to confirm any alleged deficiency to the port. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. (Expiry date: 12/2022) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that five months and five days post a port placement via the left internal jugular vein approach, the patient allegedly experienced pain and erythema around the port silte and was noted to have two punctate openings, surrounding pus. It was further reported that the patient allegedly developed infection as a scant amount of purulent fluid was noted after opening port incision and was sent for culture which grew staphylococcus lugdunensis. Reportedly, the patient was prescribed with antibiotics and the port was removed. However, the current status of the patient is unknown.

Event description:
It was reported through litigation process that approximately some time later post port placement procedure, the patient allegedly developed infection. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for the reported adverse event as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.